Event description:
A patient experienced hypoxemia and unsupported apnea while undergoing surgery for an emergency abscess drainage and arthroplasty of the popliteal artery in which floseal was used. It was reported the patient was transfused with 500 ml of albumin, 2 units of packed red blood cells and floseal. Approximately four hours and 17 mins after receiving the floseal, it was noted the patient experienced unsupported apnea ¿82% of the time¿. Approximately four and half hours after receiving the floseal the saturation level dropped to 89%. Treatment for the events was not reported. The patient¿s outcome was reported as ¿good recovery¿. No additional information is available.

Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.